Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported that the open key was not working on a pump. This event occurred during a biomedical testing. There was no patient injury or medical intervention associated with this event. No additional information is available.